Event description:
It was reported that in the middle of endoscopic retrograde cholangiopancreatography (ercp) procedure, the duodenovideoscope and stent was stuck in biopsy channel that led to procedure being delayed by 45 minutes while trying to remove the stent. The intended procedure was completed with another similar device scope and stent. No patient harm reported.